Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it passed the speaker tests. A global communication tool software test was performed, and it passed sound tests. Wiggle testing and was performed and passed. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had intermittent audio and an adverse event occurred. Date of issue is an approximation. The patient reported that a replacement receiver that she has had for about 3 months is not audio alarming when it should and that this caused her to be unconscious when her bg was 1.8 mmol/l. She initially stated that her neighbors found her unconscious on her patio with her service dog barking. However, she also stated that her son called to make sure she was okay, she told him she was, but he knew she was not, so he called paramedics, and when they arrived, she was screaming about her dog being sick. She stated that she is hypo-unaware and when her blood sugar goes low, her symptom is to say that something is wrong with her dog. The paramedics checked her blood sugar when they arrived, and it was 1.8 mmol/l. Her low alert was set at 3.5 or 4 mmol/l with the urgent low at 2.7 mmol/l. Earlier in the day (B)(6) 2019, while she was sleeping, the device had vibrated for a continuous glucose monitor (cgm) value of 3.9 but did not audio-alert. While testing her receiver with the dexcom technical support, the device vibrated but intermittently failed to audio alarm. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.